Event description:
It was reported that the last time the patient tried to recharger her implant it wouldn¿t take a charge. The patient didn¿t remember what was showing on the screen. It was noted the patient had misplaced their recharger. A possible problem with the implantable neurostimulator (ins) was suspected. The patient couldn¿t sit back because, the ins pushed on her ribs. It was noted, the implant was put up on her right side in the middle of her back and she didn¿t know why. The ins moved and she had to keep a pillow behind her and on her left side so it didn¿t touch anything. If she lay on her back it hurt so she had to lie almost on her stomach. This had been happening for almost a year. The patient further reported she had been in pain for a long time because, she had not had stimulation therapy. The patient stated ¿I would charge it then if she was out for a long period of time and it went down on her it was like oh no.¿ it had been a year and a half since it had been off. A loss of therapeutic effect was reported. The patient had not used stimulation therapy in about a year and a half because since implant, she couldn¿t get it to charge. She met with her healthcare provider (hcp) and manufacturer¿s representative (rep) on (B)(6) and since she had charging issues they discussed putting a battery that ¿would last for 5 years.¿ it was reviewed with the patient that the non-rechargeable ins¿s life was based on usage and settings and it could be less than 5 years. It was later reported that the current implant was going to be removed and a new one was going to be put in. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient had her first battery put in, in maryland. When the patient moved to florida she was having problems with it: the battery went bad. The patient said she went to healthcare provider (hcp) and they checked the battery and told her the battery needed to be changed. Instead of changing the battery they put a new device in which is "lifetime". The patient ins was replaced on (B)(6)2015. No further information was reported.